Event description:
Additional information received reported that the patient had been told that 5 of the leads were not responding anymore and they had to be reprogrammed around. It was still not relieving the pain like it used to. He was also told that the leads were pulled out of their original spot. The patient had x-rays which showed the leads were in the same exact spot as they were when implanted. There had been a loss of therapeutic effect. The patient had met with a manufacturer representative (rep) in (B)(6) 2014. Starting in (B)(6) 2014, the implantable neurostimulator (ins) was not relieving his pain like it used to. It started shorting out. It would stop and go and stop and go depending on his body position. That was the original reason for meeting with a rep. The patient had an appointment with their healthcare provider (hcp) on (B)(6) 2015. Additional information received reported that there was lead migration. X-rays had been done as a troubleshooting tool. The patient experienced less than 50% therapy relief. The patient was noted to be alive with no injury. Additional information received reported that the cause of the event was not determined but it was device related and reprogramming was needed. This occurred on (B)(6) 2015. The leads were noted to be fractured and in need of replacement. The x-rays had been taken on (B)(6) 2015. The patient had experienced a loss of stimulation. The leads were going to be replaced on (B)(6) 2015. Further follow-up was performed to determine if the leads would be returned, if a cause for the lead fractures had been determined, and if the patient was receiving effective stimulation. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was not determined but the patient was now receiving effective stimulation.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s stimulation was intermittent. The patient noted that during the summer their stimulation would randomly cut on and off and ramp up on its own. The patient met with a manufacturer representative and was told that they had ¿7 points of contact¿ and the contacts were ¿messed up¿ and damaged. Reprogramming addressed the issue but the problem came back during the fall. The patient was charging and then went to turn their stimulation on and nothing happened. The patient wanted to meet with a manufacturer representative for reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).